Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during an inventory check the autopulse resuscitation system would not power up when utilized with a li-ion battery. When a nimh battery was used, the autopulse was able to power on. Complainant also reported that the li-ion battery was not displaying any fault lights. Per complainant the issue is associated directly to the autopulse platform. There was no report of any patient involvement. No additional details were provided.